Event description:
The physician reported that her handheld is giving her a lot of electric shocks when she holds it. Attempts to obtain additional information have been unsuccessful to date. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Other, corrected data: initial report indicated the version was version 7.1 however, it is version 8.0. The information has been corrected on this report.

Event description:
The handheld and flashcard were returned for analysis. Analysis of the handheld was completed on 04/03/2014. The ac adapter was not returned for analysis with the handheld. No electrical shocks were observed during testing. Additionally no anomalies that could have contributed to the reported complaint were identified during the analysis. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Analysis of the flashcard was complete don 04/03/2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.